Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that the one patient sample generated an architect i2000 cea assay result of 15.6 ng/ml, the retest result was 1.8 ng/ml. The sample was then tested by another analyzer name of analyzer not provided) and the result was 1.8 ng/ml. The qc was within range. The account did multiple retests and confirmed that the result is 1.8 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The purpose of this complaint was to investigate the customer observation of a single suspect cea result for a patient sample using architect cea reagent kit lot # 61162lf00. In 2008 the customer reported an initial cea value of 15.6 ng/ml. When retested using another device (instrument) the cea value obtained was 1.8 ng/ml. The customer stated that the same reagents, calibrators and controls were used and that control readings were fine. The customer checked the instrument and the associated logs and no problems were observed. Testing was performed based on accuracy testing per a standard in-house procedure which tests the ability of an abbott assay to provide accurate results in a portion of the dynamic range. The test plan evaluates the assay performance using panels (serum based samples) that are used in testing during manufacture of the product. The testing procedure for product release testing of architect cea reagents was used. No product deficiency was identified. The root cause of the issue remains unclear, no return material was available for further investigation. All validity criteria were met per the requirements stated in package inserts architect cea package insert and architect cea controls package insert. As part of the investigation we reviewed the testing performed by our quality control laboratory prior to approving this lot of reagents for sale to our customers. This review of our customer release testing showed that all test results were well aligned with historical data and within specification limits. The review revealed no issues relevant to your observation. No product deficiency was determined during this investigation. Results obtained showed that the lot in question continues to perform within specifications. A review of the architect cea package insert was performed in order to identify any relevant information that may help in the resolution of the complaint issue. We referred the customer to the architect cea package insert. Ensure that samples are collected and handled as outlined in the specimen collection and preparation for analysis section of the architect cea package insert. From the data and information obtained, it remains unclear what caused the results generated by your laboratory when using the reagent lot # 61162lf00. But our investigation into this issue confirms that the architect cea assay is performing within its intended use, label claims and specifications, with no product deficiency evident and provides assurance that there is no issue with the accuracy of test results. This is the final report.